Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the stent delivery system or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stent did not have proper vessel wall apposition to properly seal the perforation; however, the exact cause cannot be determined. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process. A review of the nonconforming material records database did not reveal any nonconformances associated with this lot and a query of the complaint handling database did not reveal any other incidents reported for failure to seal the perforation (leak) from this lot, suggesting that there are no lot specific product quality deficiencies. Although a conclusive cause cannot be determined for the reported failure to seal (leak), there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). A review of the lot release testing indicated that all units met manufacturing specification.

Event description:
It was reported that the perforation occurred during the placement of a non-abbott stent in the right saphenous vein graft. The graftmaster 4.0 x 19 mm was deployed at the perforation with 14 atmospheres of maximum pressure used, but after stent deployment, the perforation was not completely sealed. An inflated balloon was placed at the perforation and the patient was transferred to the operating room (or) for repair of the perforation. The final outcome was good and the patient was eventually discharged to home. No additional information was provided.